Event description:
On april 20th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variation in the sensor values. Customer care recommended that the user re-link their sensor to allow the system to reinitialize and converge faster and they were informed that the system would be monitored for three days. However, the user refused to perform the re-link as they stated the system was starting to show improvement. Based on additional review, recent calibrations entered during the monitoring period fit sg trends well. The user was advised to continue using the system and to enter additional bg values as calibrations if discrepancies persisted. Per dms review, the user was using the system with up to date information.